Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell seven of eight of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a leak from an unknown location of the homechoice cassette. Renal therapy services (rts) assisted the patient with clearing the alarm and advised the patient to start over with all new supplies. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home; 1900 n highway 201; mountain home, ar 72653; united states. Baxter healthcare - dominican republic; carretera sanchez km 18.5, parque industrial itabo, piisa; haina, san cristobal 91000; dominican republic. An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, there was a leak from an unspecified location of the homechoice cassette, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.